Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): glenosphere. Hat.

Event description:
It was reported that this patient's left shoulder was revised due to dislocation. Patient was last known to be in stable condition following the event. Devices are not returning, hospital policy. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.